Manufacturer narrative:
Section d was updated.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this complaint from the united states reports that a hip was revised ¿due to corrosion at stem neck junction¿ the smf stem and sticktite were revised. The last request was on july 9, 2020 no information has been received. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as wear, misuse, lifetime of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the smf stem was revised due to corrosion at neck junction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.